Event description:
During an svt procedure, self-test issues with the amplifier resulted in cancellation of the procedure. It was noted that the ensite x amplifier had a flashing orange indicator light. The system was rebooted several times, the ECG, power, and fiber optic cables were reconnected, the system was rebooted again after some time, but the issue persisted. The procedure was cancelled. The procedure has been rescheduled for the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6.one ensite x amplifier (sn: (B)(6)) was received for evaluation. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were temporarily exchanged. The amplifier was powered on and then the amplifier booted to a blinking amber ¿not-ready¿ light emitting diode (led) status. This indicated the amplifier did not pass the power-on-self-test (post) although communicated with the test station tracker software. The amplifier logs identify several messages ¿stim steering... Switch check 2 slot 0¿¿ at a specific address. This was isolated to the cardiamp board in slot 0 (pn: 600157389 sn: (B)(6)) by temporary replacement. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the cardiamp board in slot 0. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.